Event description:
As reported by the edwards (B)(4) affiliate, more than seven months post transcatheter aortic valve replacement (tavr), the patient presented to the hospital with what appeared to be a fixed leaflet on the sapien valve. Per report, the sapien valve was functioning normally immediately following the procedure. After the initial report, on (B)(6) 2012, it was reported that a sapien xt valve was implanted within the sapien valve via a transapical approach. The patient was noted to be doing well post procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
On (B)(4) 2012, it was learned that the model number provided on the initial medical device report was incorrect. An edwards sapien transcatheter heart valve model number 9000tfx26 was not used in this procedure. A later model edwards transcatheter heart valve (thv) was used, which is not sold or marketed or similar to a device sold or marketed in the united states. Therefore, no additional reports will follow.